Event description:
It was reported the patient felt a 'thumping' throughout her whole body. The patient fell on her elbow on saturday, but states the symptoms began prior to the fall. The stimulation was supposed to be 'mainly' for the patient's feet. When the stimulation was turned off the thumping was not as intense, but still there. The symptoms got worse when stimulation was turned on. Decreasing stimulation 'didn't do much.' The symptoms had been present for a couple of weeks but for the past three days, the patient felt worse. It was noted the dosage of the patient's infusion pump (separate device) was raised, but it was unclear when. Last tuesday, the patient had a severe headache, which she typically did not experience at all. It was so severe that she went to the emergency room and received some valium and other oral medication to take. The patient experienced an allergic reaction (hives and vomiting) to the oral medication. She also got a chest x-ray, but no results were reported. The ER visit was not 'helpful.' The patient also experienced nausea and numbness all over. It was reported on (B)(6) 2012 the patient had a fall two weeks ago and had a burning sensation in her buttocks. It was noted on (B)(6) 2012 the patient's physician was unaware of this event and that the patient was not hospitalized.

Event description:
Additional information received reported that the patient was hospitalized september 12th for other medical problems. Subsequent information received reported the patient still has some concerns and "stinging in my top back, left side." Further information received reported that the patient was treated in the hospital by her pcp and a gastroenterologist for issues unrelated to her devices. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot# j0340562v, implanted: (B)(6) 2003, product type lead; product ID 3487a-33, lot# j0337542v, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).